Manufacturer narrative:
On 5/11/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/11/2018, mentor became aware that the correct concomitant product was mentor smooth round moderate profile 425cc saline catalog #3501670, lot #5652423, sn #(B)(4) and that the replacement devices were mentor memorygel breast implant 500cc gel catalog #3505001bc ,lot #6818561, sn #(B)(4) and mentor memorygel breast implant 500cc gel catalog #3505001bc, lot #7475132, sn #(B)(4). Mentor also became aware that the correct date of implantation was 3/10/2006 and that the date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The device history record ( DHR) of lot number 5652423 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline catalog #3501670, lot #5652423, sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent breast augmentation revision with mentor smooth round moderate profile 425cc saline breast prostheses. Physical examination diagnosed right breast prosthesis deflation. As a result, the patient is schedule for bilateral removal and replacement with mentor memorygel smooth gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).